Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, a 980 ventilator had an unknown malfunction. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device. The se found the gasket on the exhalation flow sensor (evq) was upside down. The se turned the gasket over to correct the issue, replaced the exhalation filter door and performed calibrations, extended self-testing on the device.